Event description:
It was reported that the customer's insulin pump alarmed motor error. Customer blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump function properly during functional check and all operating current test were normal. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.